Event description:
It was reported that difficulty removal occurred. The patient underwent cardiac surgery in the internal and common carotid artery. The 8.0-29 carotid wallstent self-expanding stent was advance over 190cm filterwire ez embolic protection system. However, severe resistance occurred. Eventually, the stent was advanced and placed. Upon device removal, it felt something was wrong. A severe resistance still occurred when the stent delivery system was pulled out, it slipped and fell out. The filterwire and stent delivery system was retrieved at the same time. The procedure was continued and completed by replacing with another of same device. There was no patient complications noted as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the filter wire was returned for analysis. Upon visual inspection, the wire was found with a visibly bent spring tip. Functional testing showed no resistance when the guidewire was advanced or removed.

Event description:
It was reported that difficulty removal occurred. The patient underwent cardiac surgery in the internal and common carotid artery. The 8.0-29 carotid wallstent self-expanding stent was advance over 190cm filterwire ez embolic protection system. However, severe resistance occurred. Eventually, the stent was advanced and placed. Upon device removal, it felt something was wrong. A severe resistance still occurred when the stent delivery system was pulled out, it slipped and fell out. The filterwire and stent delivery system was retrieved at the same time. The procedure was continued and completed by replacing with another of same device. There was no patient complications noted as a result of this event. It was further reported that from the time of insertion of the stent system into the filterwire, it was stiff. Upon retrieval, there was strong resistance, and the filterwire fell out. It was then pulled straight into the guide catheter.

Event description:
It was reported that difficulty removal occurred. The patient underwent cardiac surgery in the internal and common carotid artery. The 8.0-29 carotid wallstent self-expanding stent was advance over 190cm filterwire ez embolic protection system. However, severe resistance occurred. Eventually, the stent was advanced and placed. Upon device removal, it felt something was wrong. A severe resistance still occurred when the stent delivery system was pulled out, it slipped and fell out. The filterwire and stent delivery system was retrieved at the same time. The procedure was continued and completed by replacing with another of same device. There was no patient complications noted as a result of this event. It was further reported that from the time of insertion of the stent system into the filterwire, it was stiff. Upon retrieval, there was strong resistance, and the filterwire fell out. It was then pulled straight into the guide catheter.